Event description:
Pt admitted for removal of penile prosthesis. Op report notes that there was erosion of penile prosthesis into urethra. Left cylinder had eroded out laterally and the base was with a large defect in the originally implanted in 1993. Not done at reporting facility.